Event description:
Upon removal, the catheter broke off in the patient. Approx 3/4 of the catheter was retained in patient. A neurosugeon was consulted and he was willing to remove the piece; however, the family declined because the patient is terminal. No patient complications were reported.